Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2023 was investigated. The infusion was started with a rate of 45ml/h. During the infusion the upstream alarm occurred three times. The reason for upstream alarm could not be clarified. No other abnormalities were found in the device and alarm history. (History files are attached to the pc notification) 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,47 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,08 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,93 bar (should be: 1,8-2,5 bar) pmin: is: 1,60 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,79 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,31%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp; 23k24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: n/a.

Event description:
As reported by the user facility information by bbm sales organization in finland: "underinfusion" according to the customer: "pump infused only half of the set amount of fluid 5% glucose 1000 ml and infusion rate 45 ml/h, the air vent has been open. (Pulled the air out of the bottle, the bottle in a vacuum) see attached pictures. Tubing has been checked and it was ok and also inserted ok. The infusion machine has not alarmed anything. That 1000 ml has been dropped 24 h earlier and now noticed that half is gone, even though the inflamp machine shows that 1000 ml gone. The bottle and tubing inside the machine were in a mess."